Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the pump was not rewinding the piston completely and the cartridge could not be inserted. Reportedly, the pump indicated that the rewind was completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: during investigation, a review of the black box showed no evidence of motor issues. During testing, the pump rewind, load, and prime sequence was performed with no alarms occurring; the piston rewound fully. The pump was opened and the motor assembly was inspected. The complaint was not duplicated. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.